Manufacturer narrative:
Based on the claim against the product by the customer noting cable damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the grip routing. Visual inspection found the wire to be exposed. The instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint regarding a damaged cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had damage on the cable. There was no report of patient injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the customer confirmed that the instrument was inspected prior to use. The damage was first observed in the prep/pack (before use). The instrument did not collide with any other instrument, no problems with removing the instrument through the cannula, and the damage did not result in a fragment fall inside the patient.